Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and strands came out with them. The physician felt like there was push back on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium and octaray mapping catheter were removed from the body and both devices were observed to have "strands" come out with them. The strands appeared white/clear grey in color. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and octaray mapping catheter were both replaced and the procedure continued. Caller noted she has some strands placed in a cup. There was no patient consequence reported. The ngen system was in use. This issue of the strands came out with them was assessed as a MDR reportable malfunction under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician felt like there was push back on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium and octaray mapping catheter were removed from the body and both devices were observed to have "strands" come out with them. The strands appeared white/clear grey in color. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and octaray mapping catheter were both replaced and the procedure continued. Caller noted she has some strands placed in a cup. There was no patient consequence reported. The device evaluation was completed on 24-jul-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath. When a dilator and a known good lab sample catheter were introduced through the sheath, resistance was felt using both devices. No obstructions were detected; however, detached particles were observed during the catheter introduction. A fourier transform infrared spectroscopy (ftir) study performed, identified the particles as polytetrafluoroethylene (ptfe). An external manufacturing evaluation was conducted, revealing that the damage was not attributable to manufacturing. Device history record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The internal components issue reported by the customer was confirmed. The potential cause of the damage could be caused by the insertion or retraction of items from the device; however, this cannot be established. The instructions for use (IFU) contain the following recommendations: before using the carto vizigo¿ sheath, completely read and understand these instructions for use. Do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. On 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).